Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the x-port isp implantable port, groshong single-lumen, 8f products that are cleared in the us. The pro code and 510 k number for the x-port isp implantable port, groshong single-lumen, 8f products are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one x-port isp MRI implantable port attached to a groshong catheter was returned for evaluation. Gross visual, microscopic visual, tactile and functional evaluations were performed on the returned device. The investigation is confirmed for the reported catheter fracture, leak issues and identified wear and deformation issue as a partial circumferential break was noted approximately 0.8cm from the distal end of the cath-lock. The surface was noted to be noted to be smooth and round in one region and granular and rough in other region. Upon infusion, a leak from the partial circumferential break on the catheter was noted. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: b5, g3, h6 (device, method). H11: h6 (result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that six years twenty nine days post port placement, the device allegedly had a subcutaneous leak near the port body. It was further reported that the catheter was allegedly damaged. Reportedly, the patient experienced skin defect and no information on the medication prescribed. The port system was removed and replaced. There was no reported patient injury.

Event description:
It was reported that six years twenty nine days post port placement, the device allegedly had subcutaneous leak near the port body. It was further reported that the catheter was allegedly damaged. Reportedly, the port system was removed. The procedure completed by replacing another device. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified in section d4 has not been cleared in the us but is similar to the x-port isp implantable port, groshong single-lumen, 8f products that are cleared in the us. The pro code and 510 k number for the x-port isp implantable port, groshong single-lumen, 8f products are identified in d2 and g4. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.